Event description:
Four sutures from the depuy mitek rapidloc meniscal repair kit (pla tophat braided absorbable suture and 12 degree curved needle) broke as the surgeon was loading them. Another kit was obtained from inventory. Two of the failures involved reference number 228321 and included lot numbers 0704310 and 0605006. Another failure involved reference number 228311 and had lot number 0702265. The final failure had a reference number of 228322 with a lot number 0507080. This issue was reported to the manufacturer sales representative.